Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a message, "60 min message," in a loop when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced unspecified symptoms of hypoglycemia and "light vanishing" and had a loss of consciousness. The customer eventually was able to self-treat with sugar. No third part medical treatment was provided. No further information was provided. There was no report of death or permanent injury.